Event description:
The patient was implanted for gastrointestinal/pelvic floor issues. The consumer reported that she had a loss or change of therapy. She reportedly had a lack of therapeutic effect since device replacement (no allegations against previous implant). The patient had urgency and leaking. The patient went to her doctor the month prior. He asked if the device was on and she said it was so he put her on medication to help with the urinary symptoms. The medication was reportedly not working. The patient did not feel stimulation and therapy was on according to the patient. Patient services asked for her to grab her programmer to double check but the patient was in a hurry. Additional information received on (B)(6) 2016 from the patient reported that the incontinence got worse since it first started, the bladder voided by itself, the patient was still having problems, and a return of symptoms since the new device was placed. Stimulation was felt and therapy was on, but the situation was not resolved. The patient was on program 4 at 0.09 volts and she had just changed it yesterday. She went to the doctor and didn't have the patient programmer (pp) with her so they instructed her on how to change the programs. Previously she was on program 3 at 7. It was noted that the healthcare professional (hcp) did not instruct her to keep a voiding diary. It was reviewed with the patient that the body would take time to adjust and since she just changed it yesterday she should wait a couple days to see if she got any results. If she did not get results she could try and increase the stimulation if it did not hurt. If it would hurt to increase, then she would need to try a different program. It was later stated on (B)(6) 2016 that she has total incontinence and the machine was not working. The patient wouldn't get her patient programmer (pp) she stated she didn't want to mess with it. The patient stated she met with the representative a week and a half ago and he tried to reprogram her. She wanted representative to call her and set up another appointment. The patient stated it was worse than before she got it. The patient was not feeling stimulation.

Event description:
It was later stated on (B)(6) 2016 that the patient issues were persisting and they would like to get in touch with the representative.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.